Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation but to an olympus cz repair center. During the evaluation/investigation at the repair center no error messages could be reproduced, however error message e433 as well as several other error messages were found in the error log. The reported error messages are triggered by the generator¿s safety system and can have different technical causes. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Since the error messages could not be reproduced during the evaluatoin/investigation, temporary failures are assumed in each case.the cause for the occurrence of the error messages could not be conclusively determined. Based on the information available, the exact cause of the reported phenomenon and the user¿s experience could not be determined and is being judged as unknown. However, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, the esg-400 hf-generator issued error code e433 and several other error codes. The intended procedure was successfully completed using a similar device and there was no report about an adverse event or patient injury.